Event description:
It was reported that the subject balloon was unable to inflate inside the patient's anatomy during procedure. Upon removal, the balloon was noted leaked and was unable to inflate outside the patient's anatomy. The procedure was completed successfully and there were no reported clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the balloon catheter system was prepared as per the dfu, the correct amount of inflation media was used, continuous flush was maintained, and the tortuous of the anatomy of the patient was average. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to this complaint. D4 - expiration date ¿ added. H4 - manufacturing date ¿ added.

Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that the subject balloon was unable to inflate inside the patient's anatomy during procedure. Upon removal, the balloon was noted leaked and was unable to inflate outside the patient's anatomy. The procedure was completed successfully and there were no reported clinical consequences to the patient.